Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) returned in two segments wrapped in surgical gauze inside a clear plastic bag. Solution is dried on the iol. One haptic is broken or torn and is returned, the other haptic is intact. The optic is torn or split cut dividing the iol in two and scratched or marked rejectable. Unable to perform fold test due to the condition of the returned lens. The product investigation could not identify the root cause for the reported complaint part of the optic was folded in the anterior direction and did not unfold. The lens was returned in several segments and due to this, we are unable to conduct a fold test. Based on available information, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received and it states that the procedure completed on the same day and explanted intraocular lens during initial procedure after implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, after implantation, part of the optic was folded in the anterior direction and did not unfold from its upright position.